Event description:
During a right maxillary balloon sinuplasty, a entellus xpress multi-sinus dilation tool was inserted into cavity with 3 ml of fluid injected into balloon. During this procedure, the balloon broke and was leaking fluid. Following the event, there was swelling in the eye noted. The pt required a lateral canthotomy and decompression of the orbit by the removal of the medial wall of the orbit. Pt's pupils were reactive following this procedure, and her vision was reported intact. Pt discharged (B)(6) 2012 in stable condition.